Event description:
It was reported that "we were removing a one-level cervical reflex hybrid plate that was put into the female pt in 2003. We were using the older model removal tool, and I reviewed the field bulletin with the surgeon before the case, and he followed the proper steps to remove the screws, but on the second screw (I believe), the tip of the inner shaft broke on the thread. Dr (B)(6) was following the instructions so it may have been due to the fusion/length of time the screws were in the pt, or he may have not been completely engaged, or he may have over-torqued the inner thread during the turning section of the inner thread."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.